Manufacturer narrative:
Analysis of programming history.

Event description:
An explanted generator was received at settings indicative of a faulted diagnostic test. It is unknown whether the faulted diagnostic test occurred at explant or at an office visit prior to the explant.